Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and there was no button error alarm on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 418 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for keypad anomaly was performed. Customer stated that the button error alarm did not occur right after the insulin pump was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.